Event description:
Stapler misfired on artery causing bleeding that required a lg clip to be put in to stop bleeding on the artery that the stapler misfired on. Multiple fires were done successfully with stapler. When a different lot of loads were utilizer, stapler misfired. Stapler was replaced with new stapler and new box of loads were utilized without issue. Stapler and loads provided to materials management for return/reporting.